Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected data. Corrected data: the customer reported that during manual cleaning the device was not presoaked in detergent solution. In addition, the customer could not confirm the air/water nozzle was wiped with a clean lint-free cloth/brush/sponge or that the reprocessing accessories were free of abnormalities. Manufacturer narrative: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there may have been deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded character limit. The full name is: (B)(6). The device was returned to olympus for evaluation and the evaluation found nozzle had foreign objects, bending angle in the up direction did not meet the standard value due to wear of angle wire, the play in the up/down knob did not meet the standard value due to wear of angle wire, scratched bending section cover, universal cord, and connecting tube, adhesive on the bending section cover had white clouded area, discolored control unit and air/water cylinder, corroded upward/downward angulation control knob, deformed and discolored suction connector, and connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, the air/water nozzle was flushed with air and water, the air/water nozzle was flushed with detergent solution, and the endoscope was not presoaked in detergent solution.

Event description:
The customer reported to olympus that there was poor air and water supply when using the gastrointestinal videoscope. The issue was found during procedure and the procedure was completed but was unspecified if it was with the same device or similar device. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.